Event description:
The sales rep reports that during a whipple procedure, the device was fired once and then the jaws would not open for the next reload. A new device was used to complete the procedure. There was no impact to the patient. The device will be returned.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. It should be noted that in order to open a locked device, a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.